Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts including the buffer valves, ion selective electrode (ise) printed circuit board (pcb), ise tubing, and the electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported receiving erroneous low patient results for sodium (na) on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.